Event description:
It was reported that stent damage occurred. A 3.50x28mm promus element ¿ drug-eluting stent was selected to treat the target lesion. Upon advancing the stent into the vessel, the physician noticed in the angiography that the stent has slightly self-expanded. The physician successfully remove the stent and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent struts were distorted, misaligned and were stretched 36mm distally past the tip of the device. This type of damage is consistent with the stent meeting resistance possibly during the withdrawal of the device from the patient. However, the proximal end of the stent was undamaged and remained crimped to the balloon material. The crimped stent profile at the proximal end of the stent was verified to be within specification during the product analysis. The tip of the device was examined and there was no issue with its profile. The balloon cones profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. A visual and microscopic examination found no issue with their profiles that could have contributed to the complaint incident. A visual and tactile examination found that the shaft polymer extrusion was severely kinked 20mm proximal to the guidewire access port. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x28mm promus element ¿ drug-eluting stent was selected to treat the target lesion. Upon advancing the stent into the vessel, the physician noticed in the angiography that the stent has slightly self-expanded. The physician successfully remove the stent and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.